Event description:
The customer reported that the insulin pump was lock. Assisted the customer to unlock the insulin pump. (B)(6) later, the customer reported that he was hospitalized due to high blood glucose. The customer stated that the insulin pump was not functioning properly, and he was not able to troubleshoot at the time. The blood glucose reading at time of call was 577mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.